Event description:
Complainant alleged that during biomed testing the device inappropriately shut down, internally dumped the energy at 200 joules, and displayed a "poor pad contact" message at 300 joules. Complainant indicated that there was no pt involvement in the reported malfunction.